Event description:
It was reported the asymptomatic patient presented remotely with an pacemaker end of life alert. In (B)(6) 2020, the battery life had almost 2 years left indicating the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced without issue. The patient was stable.

Manufacturer narrative:
Analysis was completed. Electrocautery marks were noted on the pacemaker can due to explant procedure. No device problem was found.